Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Constant downstream occlusion was confirmed and was determined to be caused by a failed downstream tubing guide. The failed downstream tubing guide was replaced.